Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial hcg + b result was < 0.1 miu/ml with a data flag. This result was reported outside of the laboratory where the patient complained. On (B)(6) 2018 the sample was repeated and the result was > 1000 miu/ml. The repeat result was considered to be correct. On (B)(6) 2018 a new sample was obtained and the hcg + b result was > 1000 miu/ml. The sample was repeated with dilution and the result was 22167 miu/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 259199. The expiration date was not provided.

Manufacturer narrative:
No further information was provided by the customer. The investigation was unable to find a definitive root cause.